Manufacturer narrative:
The zealand pharma ae assessor reached out to the patient however the patient declined to discuss this complaint with the ae assessor.

Event description:
This patient reported that he is experiencing hyperglycemia. The patient stated that this morning he had a blood glucose level of 80. Patient stated that he put on a new filled v-go device and shortly after patient noticed that his glucose levels went up to 228 and gave himself four bolus clicks. Patient then stated that it went up to 402 and gave himself an additional two clicks.